Manufacturer narrative:
Radiometer has investigated this complaint further. It has been concluded that the root cause of the errors are associated with change in elastic properties of the current raw material batch. The tubes are stretched/elongated (and in worst case even broken) to a level that after a while in operation in the abl90 instrument, the pump looses its functionality.

Event description:
According to the complaint the hospital reported on (B)(6) 2025, when the anesthesiologist performed blood gas testing on a surgical patient, the abl90 flex analyzer (serial no: (B)(6)) reported an error and could not detect the sample. After replacing the solution pack (sp), there was no alarm, and the blood sample could be detected. More data has been requested but not yet received. Hence, it is unknown whether the sample was lost or not in this case. Additional information received 22apr2025: the analyzer alarmed with error code 1178. After removing the solution pack (sp), the pump tube was observed to be stretched. The customer resolved the issue by replacing the sp with a new one. The sp has been discarded. The servicedump and data logs are unavailable.

Manufacturer narrative:
The radiometer investigation has not been able to determine the root cause in this case due to lack of data, parts and details. Hence, the root cause remains unknown.

Event description:
According to the complaint the hospital reported on (B)(6), 2025, when the anesthesiologist performed blood gas testing on a surgical patient, the abl90 flex analyzer (serial no; (B)(6)) reported an error and could not detect the sample. After replacing the solution pack (sp), there was no alarm, and the blood sample could be detected. More data has been requested but not yet received. Hence, it is unknown whether the sample was lost or not in this case.